Event description:
Customer claims that needle disposal container opened and spilled used needles onto bottom of home health care nurse's transport bag. A number of days later, nurse was stuck by a needle to her finger from previous spillage. In-service was provided on proper procedure in closing and securing containers. Infection control at homecare feels there was no chance of nurse being at risk. Baseline testing performed. Results confidential.